Event description:
The patient has suspected fine atrial fibrillation (af) with atrial undersensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).